Event description:
The consumer reported receiving severe burns to his stomach from the water in his humidifier. The humidifier spilled boiling water on him as he was carrying the unit. The owners manual states to allow the unit to cool before handling.